Event description:
Customer reportedly obtained results of 113mg/dl, 71mg/dl, 163mg/dl, 57mg/dl, 60mg/dl, 70mg/dl, 81mg/dl, 76mg/dl, 77mg/dl, 128mg/dl, 131mg/dl, 82mg/dl, 118mg/dl, 68mg/dl, and 95mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.